Event description:
A malfunction alarm with code malf 8 was reported, with a fault ID of 8-0x208a. There was no reported impact to the customer¿s blood glucose level. A replacement pump was provided to the customer. Technical support informed the customer about using an alternate form of insulin therapy known as mdi and instructed them to deplete the battery before returning the malfunctioning pump to tandem within 10 days using a pre-paid label and return box.